Event description:
In this event it is reported that ceramx spectra st syr hv a3 that was used in treatment, some fillings in a few patients have softened and can be removed with a hard instrument. While other filings with the same material remain unaffected. Further information requested.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. No returned product, no lot available: no investigation in qc possible. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.